Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet system, with the highest blood glucose of 364 mg/dl for approximately four hours, and subsequent troubleshooting identified a leaking connect adaptor; the caregiver replaced the entire infusion set and moved to a new site, and no device alarms occurred. Symptoms included hyperglycemia without reported ketosis, loss of consciousness, or other acute complications. Outcomes included user self-management with caregiver assistance and education to recalibrate and monitor values, without hospitalization or professional medical intervention. Investigation included customer-care troubleshooting, review of user-reported data, guided recalibration, and set change with component replacement. Investigation of this case revealed a connector leak associated with the infusion set assembly that likely impeded insulin delivery, consistent with a device component leak and infusion system issue. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable infusion set component failure due to a leaking connector.